Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The charge nurse at the user facility reported an issue that occurred with the ultrafiltration (uf) flow rate while a patient underwent their hemodialysis (hd) treatment. The charge nurse indicated that the uf goal was set to 500 milliliters (ml). However, the uf rate was noted as being 115 ml/hour when the treatment began, and not the 300 ml/hour that was expected. The staff was able to manually adjust the uf rate to 300 ml/hour and the patient was able to complete the hd therapy on this machine without issue. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The machine was not removed from service and it remains in use. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was received which revealed that the staff was able to manually adjust the uf rate to resolve the issue. The machine was not removed from service and it remains in use. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.